Manufacturer narrative:
(B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in returned to manufacturer. The corsair pro and the fielder xt-r were returned for evaluation. The distal segment of the fielder xt-r was out of the corsair pro tip for approximately 40mm when returned. The two devices were stuck to each other so firmly that they could not be separated. Microscopic observation found that the middle of the catheter tip was distended and tip polymer of the distal segment of the catheter was partially missing. The coil of the fielder xt-r was found loosened and disarranged distal to the catheter tip for approximately 13mm. Polymer jacket on the loosened segment of the coil was damaged and peeled. X-ray observation of the catheter tip found that the coil of the underlying fielder xt-r was loosened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that pushing stress and/or torsion generated with manipulation in attempts to cross the lesion was locally applied on the tip of the corsair pro most likely due to the lesion conditions, deforming the catheter tip. Due to the deformation, resistance with the guide wire increased. As torsion was further applied on the microcatheter, the guide wire was rotated with the microcatheter, accumulating the torsion on the wire tip and causing the coil to be disarranged and loosened. Consequently, the two devices got stuck to each other. It was concluded that this event was not attributed to product quality. As the tip polymer of the catheter was partially missing, a possibility could not be completely ruled out that some tip fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunctions and adverse effects] ~ damage

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a moderately calcified 90% stenosis in segments #6-7 of the left anterior descending artery (lad). An asahi fielder xt-r guide wire was used and crossed the lesion successfully. When advancing an asahi corsair pro catheter over the guide wire, the two devices got stuck to each other and were then removed as a unit. The corsair pro and the fielder xt-r were replaced with new ones to resume the procedure and the procedure was successfully completed with stent deployment. There were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure. Fielder xt-r: MFR report # 3003775027-2021-00183.